Manufacturer narrative:
Upon further investigation, the following has been reported, the touchscreen malfunction was discovered during daily inspections, outside of clinical use. Therefore this complaint no longer meets reportability requirements. The device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Initial reporter: reporting institution name: (B)(6). Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit had a touch screen failure. Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.